Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button became unresponsive. The pump turned on when plugged into a power source and the customer was able to access the pump features. Additionally, the usb cable became bent which made it difficult to charge the pump using the cable. Blood glucose was 208 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy and had insulin pen supplies available.